Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. There were no allegations against the function of the device. The device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, device memory was reviewed and revealed a battery status of end of life (eol). Longevity calculations determined this device did not meet the expected longevity with the parameters programmed. External visual inspection noted dents, scratches, and tool marks on the case. Electrical measurements noted normal sensitivity and pacemaker functions. A 2 joule defibrillation pulse was delivered. A full energy shock was not delivered because the episode timed out. Internal visual inspection noted no irregularities. When an external power source was applied, the device operated normally. The capacitor reformation charge time was 12.4 seconds. These values are normal. Electrical measurements then noted full energy defibrillator output.